Event description:
Info received indicated when the brakes were activated the casters swivel.

Manufacturer narrative:
The hill rom tech stated the caster was worn. The hill-rom tech replaced the caster to resolve the issue.